Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed extra-cardiac stimulation and loss of capture, resulting in patient discomfort. Programming changes were previously made and the rv lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.